Event description:
Sensor error > 3 hours. This is day 5 of wearing this sensor!!! Dexcom does not follow up on product support requests (just immediately closes support ticket and lies about the reasoning (see email chain). Dexcom refuses to replace sensors that don't last the advertised 10 days (fyi - average days their sensors last, from 3 years of data I have, is 7.9 days!); activated on (B)(6) 2026. Dexcom g6 sensor error > 3 hours. Dexcom still refuses to replace this faulty sensor. How many more near-death experiences are needed on this malfunctioning sensor before either I die or dexcom will provide a replacement? Insurance will not cover because they advertise lasting "10 days", so now I have no backups and a malfunctioning sensor which dexcom refuses to replace because they only provide "3 good faith replacements" every 90 days, or something. Yet this seems more than a good faith replacement and more of a required replacement for a malfunctioning/defective product. Dexcom g6 sensor inaccuracy: 10:41am g6 reading 65 and dropping, finger stick reading is 140; an ard of 53.6%! This is the 6th day wearing this sensor and I have had almost a dozen failures/issues/calibrations needed in those 6 days. Dexcom does not follow up on product support requests but instead sends a lie of a reply before closing the support request with no communication. Dexcom refuses to replace this faulty sensor and says, "it is working as intended, therefore no courtesy replacement will be sent". Dexcom g6 sensor inaccuracy: 9:36am g6 reading 76, finger stick reading is 111; that is an ard of 31.5%! Being that mitigation was taken for this "false" low, there will be serious consequences to my health as this was not a low blood sugar but I compensated for it. This is how people die. Dexcom does not respond to product support requests and instead sends some lie then immediately closes the request. Dexcom refuses to replace sensors which do not last the full 10 days as advertised. Dexcom g6 sensor inaccuracy: 9:30am g6 reading 61, finger stick reading is 93; that is an ard of 34.4%! Third time almost dying from this sensor's false readings. Dexcom will not follow up on product support requests, and just closes them right away due to them "not having the required information", which is a blatent lie (look at email screenshots from my submitted requests). Dexcom refuses to replace this faulty sensor so I have no choice to keep it on since I don't have any spares since insurance only covers changing every 10 days (this is day 6 wearing this sensor). Will I live another 4 days with this sensor?? Dexcom ought to be legally responsible and required to replace a product that is not working as intended and life threatening! Instead, they have no accountability at all. I am filing a formal complaint regarding a malfunctioning dexcom g6 continuous glucose monitor (cgm) sensor and dexcom's refusal to replace it. The sensor has been in a persistent error state for over three hours, rendering it unusable for glucose monitoring. This is not an inconvenience; it is a direct safety risk. As a user who relies on continuous glucose data to manage blood sugar, the loss of accurate monitoring places me at risk of severe hypoglycemia or hyperglycemia, both of which can be life-threatening. Despite reporting this failure, dexcom has refused to replace the sensor, citing an internal policy limiting "good faith replacements" to a fixed number within a 90-day period. This policy is being applied even when the product is clearly defective and not functioning as intended. This creates a dangerous situation: the product is marketed to function for up to 10 days, yet it has failed prematurely insurance coverage is structured around that 10-day claim, leaving no backup supply dexcom is denying replacement of a nonfunctional medical device based on an arbitrary quota rather than product performance this effectively leaves patients dependent on a failed medical device with no immediate recourse, increasing the risk of serious injury or death. I am requesting that this issue be reviewed as a potential safety and compliance concern. A medical device that fails and is not replaced due to internal limits raises significant questions about patient safety, product reliability, and manufacturer responsibility.